Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the metal part of the cartridge had come off before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch # 979a46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired with the reload pan partially dislodged from the right proximal side. In addition, 1 double driver missing and 1 double driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 979a46, and no non-conformances related to the reported complaint condition were identified.